Event description:
It was reported that during a esophegectomy procedure that the surgeon was using the harmonic in the abdomen and when they closed the jaws and activated and then reopened the jaws, it is alleged that the white grip on the top jaw broke and fell off. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ace36p device was returned with the tissue pad melted and partially detached and missing piece. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. For this reason the following statements were included in the instructions for use; "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.